Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the pump battery compartment was observed to be cracked to the left of the grip pad. The pump powered on successfully. The pump display screen was found to be dim and discolored with a pinkish coloration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the display screen was dim and discolored. This report is made based on the results of evaluation completed on (B)(6) 2015.